Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This is for the left side. Device remains implanted. The patient was prescribed singulair to try and treat the capsular contraction on unknown date.